Manufacturer narrative:
Due to character limitations, the following field has been added from section e1: event site name: (B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by customer that during use, intra-aortic balloon pump (iabp) had clotted inner lumen. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval), e1 (event site state), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: e1 (initial reporter), g2. Additional point of contact: (B)(6). Keeping UDI # partial as no details available. It was reported through a direct call from the customer to the emergency support program that during use, intra-aortic balloon (iab) had clotted inner lumen. Aluk stated he had been called to the unit to help troubleshoot a maquet balloon catheter in use on a teleflex pump. He denied any alarms present but stated they were unable to flush or aspirate from the inner lumen of the catheter. I advised aluk to cap and label the inner lumen as so to prevent further use. I also recommended he notify the provider of the clotted inner lumen. He said they had already done so and were inquiring about any further troubleshooting. Complaint information obtained. I spoke to the bedside team who agreed to return the catheter after discontinuation. I also recommended calling teleflex for further suggestions for therapy with a clotted inner lumen and they had already done so. They were appreciative of the support and denied any further needs.

Event description:
It was reported through a direct call from the customer to the emergency support program that during use, intra-aortic balloon (iab) had clotted inner lumen. Aluk was unable to flush or aspirate from the inner lumen of the catheter. There was no patient harm or injury.